Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced high blood glucose level. Customer¿s high blood glucose value was 400mg/dl and current blood glucose level was 260-270mg/dl at the time of the call. Customer stated that they got no delivery alarm. Troubleshooting was not performed for no delivery. The product was not returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.